Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to drainage eye occlusion blocked drainage lumen caused by plc failure and might be contributed by no drainage eye or user related (salt accumulation). The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the foley catheters were clogged and it would not allow the fluid to flow.